Manufacturer narrative:
The device was returned to zoll medical australia and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. The defib cable receptacle, multifunction cable, and limb lead ECG cable were replaced as pre-caution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.